Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging and required more frequent charging sessions of the implantable pulse generator (ipg). The patient was re educated on charging techniques; however, the reported issues persisted. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was retained by the medical facility and was not returned for analysis.